Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set separated between the female connector (dark blue piece) and the main body (light blue piece); further described as ¿dark blue piece unscrewing from the light blue, loosening when attempting to remove the bag connected¿. The transfer set had been put on the patient in the operating room and was in use for peritoneal dialysis therapy. As a result, the transfer set was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation without a cap attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.